Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device has not been received yet and the investigation in on going at this time. A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility: reports pump alarmed and shut off with the alarm. "Patient's" blood pressure started decreasing rapidly.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The pump was returned to our contracted service provider and the reported event was reproduced. Their report stated that the battery was replaced. Preventative maintenance was performed and the pump was then tested in accordance with the technical safety check (tsc) sheet. That pump met specifications and was deemed ready for use. If additional pertinent information becomes available, a follow up report will be submitted.